Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the tubing leaked from the back side of the filter during a tpn infusion. There was no patient harm.

Event description:
It was reported that the tubing leaked from the back side of the filter during a tpn infusion. Although requested no further details of the event were provided by the customer. There was no patient harm.

Manufacturer narrative:
The customer¿s report of the tubing leaked from the back side of the filter during a tpn infusion was confirmed. Visual inspection of the set noted no damage or any anomalies. Functional and pressure testing confirmed leaking from 0.2 micron filter vent. The source of the leak was determined to be from the 0.2 micron filter vent. The root cause of the filter vent leak was identified as the fluid resistance of the filter becoming roughly equivalent to the fluid resistance of the air vent, increasing backpressure at which time the fluid seeks the path of least resistance through the filter vent.